Event description:
It was reported during capture threshold testing, the user released the button to terminate the testing as expected. However, the device continued to decrement, resulting in loss of capture. There were no patient consequences.